Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, shock impedance measurements were 0 ohms in triad configuration and 22 ohms in dual configuration. It was indicated the shock impedance measurements had been low since implant. Boston scientific technical services (ts) reviewed the available information and indicated there was a risk for therapy not being effective and the potential for device damage following delivery of a shock. All other diagnostics were appropriate. Ts recommended providing a low energy shock to test the system. It was suspected the device may have migrated. After thorough testing it was determined there was no structural problem. The device was explanted and replaced and the shock impedance measurements returned to an appropriate measurement. No additional adverse patient effects were reported.